Manufacturer narrative:
The returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 63.7cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no inflation issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon rupture.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation, the balloon broke. The procedure was completed with a different device. There were no patient complications and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation, the balloon broke. The procedure was completed with a different device. There were no patient complications and the patient was stable.